Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6). Problem statement: customer reported a complaint of a spray of fluid (ethanol, sheath, biohazard, waste) not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 29oct2020 to date 29oct2021. Complaint trend: there are 3 complaints related to the spray of fluid not contained within the instrument; pr# (B)(4). Date range from 29oct2020 to date 29oct2021. Manufacturing device history record (DHR) review: DHR part #663029 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument was due to a blockage in the v8 valve line. The customer had initially reported that the sit was leaking during the sit flush operation, and an fse (field service engineer) was sent onsite to resolve the issue. The fse confirmed the leakage and discovered that it was due to a crystal in the waste line. After removing the blockage from the v8 valve tubing, the instrument was tested and confirmed to be functioning as expected. No parts were requested for evaluation as there were no parts replaced. Although the leakage was in the form of a spray, it would not have had enough pressure to significantly increase the risk of contact. Additionally, the customer confirmed that the leakage was of a non-biohazardous material (facsflow) and no one came in contact with the leakage so no one was injured. Proper daily and monthly cleaning and maintenance can help in maintaining a functioning instrument, and instructions on this can be found in the ¿maintenance¿ section of the bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2020. Defective part number: n/a. Work order notes: subject / reported: 663029 - facslyric 3l12c instrument ceivd - the needle drips when you sit flush. Problem description: mail: the needle drips on the sit flush. Work performed: crystal removed from v8 hose. Cause: small crystal in v8 hose. Solution: crystal removed from v8 hose - device works properly again, case is closed. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Azure ID: 89169. ID: libivd-ra-61 2.1.6. Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drips. Provide instruction for universal precautions. Req link (azure ID): 93132 libivd-did-262 sample preservation during pause implementation verification: lsvn-1008-dp sit backflow control. Libivd-se-15-51ir. Effectiveness verification: lsvn-1008-dr. Libivd-se-15-51ir. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Root cause: based on the investigation results the root cause of the spray of fluid was due to a blockage in the v8 valve tubing. Conclusion: based on the investigation results the root cause of the spray of fluid was due to a blockage in the v8 valve tubing. The fse confirmed the issue and cleared out the crystal that was clogging the hose. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to the customer health or safety.

Event description:
It was reported that while running bd facslyric¿ facsflow sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from german to english: the needle drips on a sit flush. 1. Is the leak fluid or air? Fluid - facsflow. 2. Was the leak contained within the instrument? No. 3. Was the fluid actively spraying about outside the machine? Yes. 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Non biohazardous 5. Did the leaked liquid have bleach mixed in? No. 6. Was anyone injured due to the leaked liquid? No, nobody was injured or had direct contact.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd facslyric¿ facsflow sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle drips on a sit flush. Is the leak fluid or air? Fluid - facsflow. Was the leak contained within the instrument? No. Was the fluid actively spraying about outside the machine? Yes. Is leaked liquid type known? Biohazardous or non-biohazardous? Non biohazardous. Did the leaked liquid have bleach mixed in? No. Was anyone injured due to the leaked liquid? No, nobody was injured or had direct contact.